Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number vad-62385, and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number vad-62385. The relevant sections of the device history records for vad-62385 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. Section 1 ¿introduction¿ of this document lists right heart failure, cardiac arrhythmia, and bleeding as adverse events that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ (under "right heart failure") discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. This section also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had right heart failure, continuous supraventricular arrhythmia requiring drug therapy or cardioversion, and anemia of an unknown cause on (B)(6) 2025. The patient symptoms were peripheral edema. This was all said to be probably device related. The patient was re-hospitalized on (B)(6) 2025. A cardiac catheterization was done. Their central venous pressure (cvp) was 4 mmhg, pulmonary artery (pa) systolic pressure was 27 mmhg, pulmonary artery (pa) diastolic pressure was 6 mmhg, pulmonary artery wedge pressure (pcw) was 8 mmhg, and their cardiac output 3.4 l/min.

Manufacturer narrative:
A4 - patient weight not provided by the customer no further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.